Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. Further inspection demonstrated damages of the steroid collar at the is-1 connector pin which occurred most likely due to mechanical forces applied during the explantation procedure. In summary, coagulated blood was found along the inner coil of the lead, which was introduced most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement. The physician tried repositioning the lead but there was tissue stuck in the helix. There were no adverse patient events reported. Should additional information be received, this file will be updated.